Event description:
The pt reported that her left implant was not working well approx 3 months prior to the recent appointment as she could not understand speech with concerned device. No trauma was reported. The audiologist attempted programming with all short circuited electrodes turned off, and the pt reported some improvement in sound quality. The pt will use this map for the next 1-2 weeks. A revision surgery is considered by the pt's family.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.